Event description:
The technician alleged the brake caster did not roll, but ratcheted side to side, when brakes are applied. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.